Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician had difficulty in infusing ivig glass bottle as a secondary. They were able to initiate the infusion, however the infusion slows down and did not deliver the medication completely. The customer stated they were "using two or more hangers to achieve differential and still unable to achieve normal flow". There was patient involvement but no harm. It was also mentioned that because this issue occurs on various pumps, they do not believe it's the device. It was also mentioned that the infusion did go into the patient.

Event description:
It was reported that the clinician had difficulty in infusing ivig glass bottle as a secondary. They were able to initiate the infusion, however the infusion slows down and did not deliver the medication completely. The customer stated they were "using two or more hangers to achieve differential and still unable to achieve normal flow". There was patient involvement but no harm. It was also mentioned that because this issue occurs on various pumps, they do not believe it's the device. It was also mentioned that the infusion did go into the patient.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an under infusion - ivig was not determined because no products or device logs were returned.